Manufacturer narrative:
E1- address- full name of the facility is -(B)(6). The subject device was received, evaluated and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported the subject device had abnormal images and cable was twisted. The issue occurred during a diagnostic hysteroscopy procedure. The device was replaced and the intended procedure was completed using similar device without any delay. There was no patient impact, no harm reported due to the event.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the deformation of the cable had caused the interruption of the image. Since the device is more than 15 years old, the device history record was unable to be reviewed. Olympus will continue to monitor the field performance of this device.